Event description:
Spouse of home pt (hp) reports hp connected self to homechoice device before home pt should have, during prime. Baxter technician assisted hp in ending treatment early and instructed home pt to call rn. No pt injury or medical intervention required per rn.